Manufacturer narrative:
Concomitant medical product: 407652 lead, implanted on (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the replacement of the device insulation damage was noted on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.